Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment involving three onyx vials. The pause between injections was approximately three minutes. During the onyx injection, it was reported the physician experienced excessive resistance in the syringe and the catheter ruptured at approximately 20cm from the distal tip of the catheter in the left middle cerebral artery. The microcatheter was withdrawn from the patient and onyx was not observed to have migrated into an unintended vessel. A new marathon was used to complete the procedure without issues. Same event as MDR# 2029214-2014-00133.

Manufacturer narrative:
The catheter was returned for evaluation and the catheter was found to be separated into two segments. It appears the catheter was cut as there was no plastic deformation (stretching/ necking) caused by tensile failure. The catheter also appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter.catheter rupture / catheter separation. (B)(4).

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).